Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Because it was reported that the balloon dilatation catheter was not submerged in heparinized normal saline prior to use and inflated outside the body, it should be noted that mini trek rx instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Also it states: disconnect the 20 cc syringe (if used) and connect the inflation device to the inflation port of the dilatation catheter without introducing air into the system. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and prior to use, the balloon dilatation catheter (bdc) was inflated to 3 bar when a leak was heard and the balloon did not inflate. Additionally, a second bdc was attempted to be prepared and the same failure was noted. There was no patient involvement. The devices were not used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mini trek rx device referenced will be filed under a separate medwatch manufacturer report number.